Event description:
The physician reports performing cataract surgery with implantation of the akreos ao60g intraocular lens in the left eye. One day post-operation, the surgeon noticed that one of the haptics had luxated out of position onto the anterior iris. Bcva before lens implantation was 20/70. Ucdva before repositioning was 20/40 and improved to 20/30 after repositioning.